Manufacturer narrative:
Information was entered erroneously into h3; there are no changes from the initial report. Additional information in h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. Device evaluation:the product number and lot numbers in the photograph match the complaint. Visual inspection reveals that the tulip head was detached from the screw. The complaint is confirmed for all three products based on the available pictures. Complaint history search: the complaint history search for disassembly of tulip head was performed. DHR review and related actions. Per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Potential cause with the given information, the definitive cause cannot be determined. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported three pathfinder nxt screws fractured during surgery. One of the screws broke in the surgeon's hands while assembling. The other two screws broke in-situ during the tightening of the nut. The fractured screws were removed and replaced with new ones. There were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
Device evaluation: visual inspection reveals that the tulip head was detached from the screw. Device use: this devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported three pathfinder nxt screws fractured during surgery. One of the screws broke in the surgeon's hands while assembling. The other two screws broke in-situ during the tightening of the nut. The fractured screws were removed and replaced with new ones. There were no reported patient impacts. This is report three of three for this event.

Event description:
It was reported three pathfinder nxt screws fractured during surgery. One of the screws broke in the surgeon¿s hands while assembling. The other two screws broke in-situ during the tightening of the nut. The fractured screws were removed and replaced with new ones. There were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2020-00583, 3012447612-2020-00584 and 3012447612-2020-00585.

Event description:
It was reported three pathfinder nxt screws fractured during surgery. One of the screws broke in the surgeon¿s hands while assembling. The other two screws broke in-situ during the tightening of the nut. The fractured screws were removed and replaced with new ones. There were no reported patient impacts. This is report three of three for this event.